Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had an unexpected insulin flow blocked anomaly and the sensor glucose value and blood glucose value seemed incorrect. Blood glucose value was 358 mg/dl at the time of the incident. Troubleshooting was performed and the customer was advised to try inserting her sensor the day before to allow cannula to be fully saturated in her infusion set. Nothing will be replaced or returned.